Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the pacemaker system analyzer - psa was in use for a dependent patient during routine device change out procedure the merlin programmer turned off resulting in loss of output. A second psa was used to complete the procedure. There was no adverse event for the patient.

Manufacturer narrative:
Final analysis revealed the programmer inverter was defective. The device worked well after replacing the inverter.